Event description:
Customer reported that the defibrillator display is very dark. Pt needed to be monitored only. No reported adverse pt outcome. Display was replaced and proper operation was confirmed.